Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm displayed for 'cannot start pump.' Functional tests included use testing. The device was tested on a fluid filled cassette, when an attempt was made to start the device the device immediately displayed, "cannot start pump, air in line". The air detector was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's air detector.

Event description:
Information was received indicating that ambulatory infusion pump exhibited an air in line error during infusion. No adverse patient effects were reported.